Manufacturer narrative:
Device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the third party service center for evaluation. The evaluation result found no evidence of visible foam degradation or breakdown. The device has been scrapped. In this report evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid in box h has been updated/corrected.